Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to exhibit loss of capture (loc). Boston scientific technical services (ts) was consulted and was not able to determine if it was true loc or a bigeminy rhythm. Further evaluation was recommended. No adverse patient effects were reported. At this time, this device remains in service.